Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The visual inspection of the returned device confirms that the jaw of the tip of the forcep is broken off. The broken piece was not returned with the device. The device was manufactured in 2019. The device shows significant signs of wear/usage. A medical investigation was conducted and confirms based on the limited information provided, the root cause of the reported breakage could not be determined. The material din 1.4021 stainless steel has good biocompatibility in a variety of invasive, limited duration contact applications, however the reduction forceps, not approved for implantation; therefore, long-term implantation data is not available. If retained the patient impact beyond possible corrosion, local irritation/discomfort, and/or migration of possibly retained non-implantable foreign body fragments cannot be determined. No further medical assessment can be rendered at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
Additional info in e corrections in fields from section d and h.

Event description:
It was reported that, during a fibula fracture reduction, the end of the rdce frcps w/ pts brd snapped and broke. A back-up device was used to proceed without any delay. Patient was not harmed.

Manufacturer narrative:
B5: describe event or problem, h6: medical device problem code.

Event description:
It was reported that the end of the device snapped while trying to reduce a fracture on the fibula. No delay reported. No additional patient injuries reported. A s&n backup was available.